Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the I-button is flashing on the device and the equipment is beeping. There was no negative patient impact.